Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an IV tubing separated and leaked an unspecified fluid during transport of a patient from surgery. The tubing was replaced and there is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. During visual inspection, it was noted that the vinyl tubing was separated from the smartsite outlet port below the lower fitment. Visual inspection under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement during the manufacturing process. There were no other anomalies observed. No functional testing was performed due to the obvious damage. Fluid was leaking from the separation. Dimensional testing was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.